Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus surgery, t1 and t2 were deployed simultaneously. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿t1 and t2 were deployed simultaneously.¿ t1 was not returned. T2 and torn suture were returned separated from the device. The delivery curve has been flattened indicating attempt to reach desired implant location. The tip is slightly twisted right. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The device no longer cycled or actuated properly due to needle damage.. Factors influencing successful anchoring include device ability, implant location and tissue condition. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.